Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor on same day due to discomfort, the sensor wire remained in his skin at insertion site. Patient was able to remove wire from his skin. At the time of his call to technical support, patient reported no bleeding or medical intervention, and that he is in fine condition.